Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a (B)(6) female who presented with a ruptured aneurysm in the midline basilar tip. The aneurysm was coiled on (B)(6) 2013 and on (B)(6) 2013 the pt was brought into the emergency room on after having episodes seizure-like jerking movement first witnessed by her boyfriend and brother at home. The ems also witnessed an episode on the way to the emergency room. The subject was admitted and worked up for seizure. A CT was done that showed possible hydrocephalus but this was not determined to be the cause of the seizures. The pt was treated and discharged with keppra. The pt also received treatment for a uti while admitted. The pt was discharged on (B)(6) 2013. The cause of the seizures was still unclear tat the end of the hospitalization. The new onset seizures was reported as serious adverse event which required in-subject hospitalization or prolongation of existing hospitalization.